Event description:
Pt had removal of double lumen silicone gel breast implants due to capsular contractures. Upon removal of the right capsule, it was noted to be very thick and hard. The implant was removed from the capsule and noted to be intact. The left capsule was removed and was also thick and hard. The implant was removed from the capsule and noted to be intact but covered with a sticky substance. Right breast implant weighed 250 gms. Left breast implant weighed 310 gms. Breast capsule tissues had dense collagenous membrane.